Event description:
The caller reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was using a tandem charging cable with a wall outlet. Technical support instructed the caller to plug the pump into a different wall outlet and leave the adapter in a known working outlet for at least 30 minutes. Following these instructions, the battery successfully charged.